Manufacturer narrative:
Correction to e2 and e3 of the initial report, e2 and e3 were inadvertently selected. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where due to a pinhole on the bending section rubber water tightness was lost and due to wear of angle wire the bending angle in up/ down direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera ii ultrasound bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Prior to the device being returned to olympus for evaluation, it was sent to an independent lab for culturing and the results are still pending. Once the results have been received, the device will then undergo an evaluation. The customer provided the cleaning, disinfection, and sterilization (cds) performed onsite at the user facility. No patient infections were reported to have occurred. During pre-cleaning, water is aspirated through the instrument/suction channel and the balloon channel was flushed out. Detergent neodisher was used during pre-cleaning. During manual cleaning, the customer uses tec care en kit2-13 brushes to brush the instrument/suction and balloon channels. For automatic endoscope reprocessing (aer), the customer uses wassenburg adaptascope, along with detergent endohigh and disinfectant endohigh paa. The aer was cultured, however, the results were not provided. The customer uses plasma typhoon endoscope drying and storage system to store scopes onsite. Olympus is the company the customer uses to provide maintenance repair of the scopes. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.